Event description:
It has been reported that while ablating in the left atrium of the heart, a pericardial effusion was noticed when the catheter was withdrawn across the septum. The pt's blood pressure was in the 80's. The procedure was aborted at this time and a pericardiocentesis was performed. The pt stabilized and the blood pressure was in the 120's. There was no malfunction of the catheter or the carto system reported.

Manufacturer narrative:
The catheter used during the procedure was disposed. No info on what catheter type used is available.